Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-12239. It was reported the patient has not used or charged the scs system for six months. The patient has persistent pain at the ipg pocket site. The patient also complained the stimulation did not relieve his pain. Surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.